Event description:
It was reported that the ventricular lead (B)(4) pacing threshold had risen. The lead was replaced at the time of generator replacement. During the replacement a lead (B)(4) was attempted, but could not be implanted due to an inability to pass the lead past the existing ventricular lead. Another lead model was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.